Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed ¿no disposable¿. The alarm persisted. The reporter noted that air bubbles were visible throughout the tubing. The presence of an inline air filter had been explained, but the individual did not feel comfortable restarting the pump. The pump was powered off and the clamp was closed. It was advised that the clinic be contacted once it opened for further assistance. The reservoir volume was 12.4 ml, with 101.6 ml already given at a rate of 1.2 ml/hr, and the patient was not affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.